Event description:
On (B)(4) 2011, the following was reported to kci by the director of quality, clinical safety, & infection control nurse: on (B)(6) 2011, the pt was reaching for the telephone over the right side rail and accidently unlatched the side rail. The pt allegedly fell and hit the right shoulder on the floor breaking the fixator pin in the right arm, which subsequently required surgery to remove the fixator pin.

Manufacturer narrative:
On (B)(4) 2011, the bed passed quality control (qc) checks and met specs prior to pt placement on (B)(4) 2011. On (B)(6) 2011, after pt discharge from the bed, the bed was evaluated at the kci service center. The bed passed qc checks and met specs. The side rails on the bed functioned as designed and there was no evidence to suggest a malfunction had occurred. This report is being filed due to possible user misuse.